Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure was fragmented') in an adult female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (2 children) and parity 2. Previously administered products included for an unreported indication: oral contraceptive nos. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("pain in the belly"), somnolence ("somnolence"), headache ("headaches"), muscle fatigue ("tired legs"), dyspareunia ("pain during and after intercourse"), loss of libido ("lack of libido"), menorrhagia ("intense flow"), metrorrhagia ("bleeding outside menstruation"), varicose vein ("varicose vein"), depression ("depression"), pain ("heavy pain after essure insertion") and procedural complication ("forgetting a scalpel blade in the patient´s body during essure insertion"). The patient was treated with surgery (removal of one essure and an additional surgery to remove the other essure). Essure was removed. At the time of the report, the abdominal pain, somnolence, headache, muscle fatigue, dyspareunia, loss of libido, menorrhagia, metrorrhagia, varicose vein, depression, pain and procedural complication outcome was unknown. The reporter considered procedural complication to be unrelated to essure. The reporter considered abdominal pain, depression, device breakage, dyspareunia, headache, loss of libido, menorrhagia, metrorrhagia, muscle fatigue, pain, somnolence and varicose vein to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2017: exam was ok. Ultrasound uterus on (B)(6) 2017: only one device was visualized (right). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('essure was fragmented'). In an adult female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multi gravida (2 children) and parity 2. Previously administered products, included for an unreported indication: oral contraceptive nos. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("pain in the belly"), somnolence ("somnolence"), headache ("headaches"), muscle fatigue ("tired legs"), dyspareunia ("pain during and after intercourse"), loss of libido ("lack of libido"), menorrhagia ("intense flow"), metrorrhagia ("bleeding outside menstruation"), varicose vein ("varicose vein"), depression ("depression"), procedural pain ("heavy pain after essure insertion") and procedural complication ("forgetting a scapel blade in the patient´s body during essure insertion"). The patient was treated with surgery (removal of one essure and an additional surgery to remove the other essure). Essure was removed. At the time of the report, the abdominal pain, somnolence, headache, muscle fatigue, dyspareunia, loss of libido, menorrhagia, metrorrhagia, varicose vein, depression, procedural pain and procedural complication outcome was unknown. The reporter considered procedural complication to be unrelated to essure. The reporter considered abdominal pain, depression, device breakage, dyspareunia, headache, loss of libido, menorrhagia, metrorrhagia, muscle fatigue, procedural pain, somnolence and varicose vein to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2017, exam was ok; ultrasound uterus: on (B)(6) 2017, only one device was visualized (right). Batch no: d40621, production date: 2014-12-09, expiration date: 2017-12-28. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021, quality safety evaluation of ptc. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure was fragmented") in a 30 year-old female patient who had essure inserted (lot no. D40621) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anemia, cesarean section (8 years ago), cardiac arrhythmia, spontaneous abortion, gravida ii (two pregnancies), diuresis, uterine myomatosis, parity 2 and multi gravida (2 children). -~does not use alcoholic beverages, non-smoker. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as abdominal pain, leg pain, tachycardia, headache, bad mood, insomnia, menstrual flow excessive, belly ache and hair loss. Concomitant products included diclofenac potassium, ampicillin (ampicillin potassium), captopril, ondansetron, ketoprofen, bromopride, dipyrone (metamizole sodium), ibuprofeno and diazepam nq. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criteria medically important and intervention required), abdominal pain ("pain in the belly"), somnolence ("somnolence"), headache ("headaches"), muscle fatigue ("tired legs"), dyspareunia ("pain during and afetr intercourse"), loss of libido ("lack of libido"), heavy menstrual bleeding ("intense flow"), intermenstrual bleeding ("bleeding outside menstruation"), varicose vein ("varicose vein"), depression ("depression"), procedural pain ("heavy pain after essure insertion/ patient reported mild colic (not specified if during or after the device placement procedure).") And procedural complication ("forgetting a scapel blade in the patient´s body during essure insertion"). The patient was treated with surgery (hysterectomy ). Essure was removed on (B)(6) 2020. At the time of the report, the outcomes for abdominal pain, somnolence, headache, muscle fatigue, dyspareunia, loss of libido, heavy menstrual bleeding, intermenstrual bleeding, varicose vein, depression, procedural pain and procedural complication were unknown. The reporter considered abdominal pain, depression, device breakage, dyspareunia, headache, heavy menstrual bleeding, intermenstrual bleeding, loss of libido, muscle fatigue, procedural pain, somnolence and varicose vein to be related to essure administration but saw no causal relationship between procedural complication and essure. The reporter commented: on (B)(6) 2020, the patient regarding the surgical risk for removing the essure and it was found that the patient had a surgical risk: asa class (B)(6) 2020: bilateral salpingectomy was performed without finding any essure. The endometrial cavity was opened and explored without finding the essure described on the pelvic ultrasound. On (B)(6) 2020, the patient signed the form requesting withdrawal from essure. (Surgical procedure (bilateral salpingectomy). ¿according to the patient's words, the doctors informed that the essure was well positioned, that there was no medical indication for its removal and that the symptoms were not related to the device. Therefore, there is a possibility that symptoms will persist after its removal. Even so, I opt to remove the device through bilateral removal of the tubes. I was offered to operate conventionally (cesarean section) or via laparoscopy, and in this case, I was informed that if it is not possible, it will be reverted to conventional surgery, according to the surgeon's technical assessment.¿ patient chose to have a cesarean section. (B)(6) 2020: patient signed the term for total abdominal hysterectomy surgery. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: homogeneous perinephric fat. Computed tomography of the pelvis: distended bladder, homogeneous contents, suture in the pelvis. Hypodense, oval, cystic-looking image in the adnexal region, bilateral 37 x 27 mm on the right and 31 x 22 mm on the left. There is no evidence of free fluid within the pelvis [gamma-glutamyltransferase ( 7- 32 u/dl)] on (B)(6) 2020: 120. [Haematocrit ( 27- 33 pg)] on (B)(6) 2020: 44.10. [Haemoglobin ( 12.8- 16 g/dl)] on (B)(6) 2020: 14.70. [Hysterosalpingogram] on (B)(6) 2017: the uterus was in normal shape and cavity. The presence of the stent (device) was verified in the right tube and in the left tube.; on (B)(6) 2017: visualized the two devices [pathology test] on (B)(6) 2020: right uterine tube ¿ measuring 4.3 x 0.5 cm with smooth and shiny serosa. In cuts, it displays virtual lumen; right uterine tube ¿ measuring 4.0 x 0.6 cm with smooth and shiny serosa. The cuts display virtual lumen. Conclusion ¿ both uterine tubes show no particularities [pregnancy test urine] on (B)(6) 2016: negative; on (B)(6) 2020: negative [red blood cell count ( 4- 5 mm2)] on (B)(6) 2020: 4.63. [Smear cervix] (date unknown): absence of neoplastic cells in the material examined. Mild inflammatory. Satisfactory sample for oncotic evaluation. Cyto-hormonal assessment: normotrophic hormonal pattern [ultrasound uterus] on (B)(6) 2017: only one device was visualized (right). The device on the left was not seen. On the right, the device was identified in the linear axis, however the extremity crossing the myometrium was short. Pelvic varicose veins were identified; on (B)(6) 2020: uterus in anteverted flexion, presenting normal dimensions, regular contours and heterogeneous texture. Uterus measurements: 69x41x47mm vol: 71 cm3. Endometrium centered, measuring 9.0 mm thick. Right ovary measuring 26x21 mm. Left ovary measuring 37 x 27 mm, presenting a septate cystic image measuring 24 x 20 x 23 mm (volume: 5.9 cm3). There is no evidence of free fluid in the posterior cul-de-sac. Essure device shown on the right. We did not visualize the device on the left, however the patient underwent hysterosalpingography in this unit in 2017 and the device was visible.; on (B)(6) 2020: uterus in anteverted flexion, presenting normal dimensions, regular contour, heterogeneous texture, 65x42x49mm, vol.: 71 cm3 ee 5mm, in the right myometrial region, small hyper echogenic images suggestive of fragments of essure, without free liquid. Endometrium centered, measuring 5.0 mm thick. Ovary of normal shape, volume, and texture. Right ovary measuring 35x24 mm and left ovary measuring 25x18 mm. Observed in the right myometrial region, intramural, small hyperechoic images suggestive of a fragment of the essure device [x-ray] on (B)(6) 2020: metallic images in shape projected anterior to the pelvis batch no d40621 production date 2014-12-09 expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: unbale to confirm complaint the most recent follow-up information incorporated above includes data received on: 10-jun-2024: medical record received. Pathology test added. Lab data added. Medical history, concomitant conditions were added. Essure removal date updated. Reporter causality comment updated. Concomitant drugs were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure was fragmented") and abdominal pain ("pain in the belly") in a 30 year-old female patient who had essure inserted (lot no. D40621) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anemia, cesarean section (8 years ago), cardiac arrhythmia, spontaneous abortion, gravida ii (two pregnancies), diuresis, uterine myomatosis, parity 2 and multi gravida (2 children). -~does not use alcoholic beverages, non-smoker. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as abdominal pain, leg pain, tachycardia, headache, bad mood, insomnia, menstrual flow excessive, belly ache and hair loss. Concomitant products included diclofenac potassium, ampicillin (ampicillin potassium), captopril, ondansetron, ketoprofen, bromopride, dipyrone (metamizole sodium), ibuprofeno and diazepam nq. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criteria medically important and intervention required), abdominal pain (seriousness criterion intervention required), somnolence ("somnolence"), headache ("headaches"), muscle fatigue ("tired legs"), dyspareunia ("pain during and afetr intercourse"), loss of libido ("lack of libido"), heavy menstrual bleeding ("intense flow"), intermenstrual bleeding ("bleeding outside menstruation"), varicose vein ("varicose vein"), depression ("depression"), procedural pain ("heavy pain after essure insertion/ patient reported mild colic (not specified if during or after the device placement procedure).") And procedural complication ("forgetting a scapel blade in the patient´s body during essure insertion"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2020. At the time of the report, the outcomes for abdominal pain, somnolence, headache, muscle fatigue, dyspareunia, loss of libido, heavy menstrual bleeding, intermenstrual bleeding, varicose vein, depression, procedural pain and procedural complication were unknown. The reporter considered abdominal pain, depression, device breakage, dyspareunia, headache, heavy menstrual bleeding, intermenstrual bleeding, loss of libido, muscle fatigue, procedural complication, procedural pain, somnolence and varicose vein to be related to essure administration. The reporter commented: on (B)(6) 2020, the the patient regarding the surgical risk for removing the essure and it was found that the patient had a surgical risk: asa class. (B)(6) 2020: bilateral salpingectomy was performed without finding any essure. The endometrial cavity was opened and explored without finding the essure described on the pelvic ultrasound. On (B)(6) 2020, the patient signed the form requesting withdrawal from essure. (Surgical procedure (bilateral salpingectomy). ¿according to the patient's words, the doctors informed that the essure was well positioned, that there was no medical indication for its removal and that the symptoms were not related to the device. Therefore, there is a possibility that symptoms will persist after its removal. Even so, I opt to remove the device through bilateral removal of the tubes. I was offered to operate conventionally (cesarean section) or via laparoscopy, and in this case, I was informed that if it is not possible, it will be reverted to conventional surgery, according to the surgeon's technical assessment.¿ patient chose to have a cesarean section. (B)(6) 2020: patient signed the term for total abdominal hysterectomy surgery. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: homogeneous perinephric fat. Computed tomography of the pelvis: distended bladder, homogeneous contents, suture in the pelvis. Hypodense, oval, cystic-looking image in the adnexal region, bilateral 37 x 27 mm on the right and 31 x 22 mm on the left. There is no evidence of free fluid within the pelvis [gamma-glutamyltransferase ( 7- 32 u/dl)] on (B)(6) 2020: 120. [Haematocrit ( 27- 33 pg)] on (B)(6) 2020: 44.10. [Haemoglobin ( 12.8- 16 g/dl)] on (B)(6) 2020: 14.70. [Hysterosalpingogram] on (B)(6) 2017: the uterus was in normal shape and cavity. The presence of the stent (device) was verified in the right tube and in the left tube.; on (B)(6) 2017: visualized the two devices. [Pathology test] on (B)(6) 2020: right uterine tube ¿ measuring 4.3 x 0.5 cm with smooth and shiny serosa. In cuts, it displays virtual lumen; right uterine tube ¿ measuring 4.0 x 0.6 cm with smooth and shiny serosa. The cuts display virtual lumen. Conclusion ¿ both uterine tubes show no particularities. [Pregnancy test urine] on (B)(6) 2016: negative; on (B)(6) 2020: negative. [Red blood cell count ( 4- 5 mm2)] on (B)(6) 2020: 4.63. [Smear cervix] (date unknown): absence of neoplastic cells in the material examined. Mild inflammatory. Satisfactory sample for oncotic evaluation. Cyto-hormonal assessment: normotrophic hormonal pattern. [Ultrasound uterus] on (B)(6) 2017: only one device was visualized (right). The device on the left was not seen. On the right, the device was identified in the linear axis, however the extremity crossing the myometrium was short. Pelvic varicose veins were identified; on (B)(6) 2020: uterus in anteverted flexion, presenting normal dimensions, regular contours and heterogeneous texture. Uterus measurements: 69x41x47mm vol: 71 cm3. Endometrium centered, measuring 9.0 mm thick. Right ovary measuring 26x21 mm. Left ovary measuring 37 x 27 mm, presenting a septate cystic image measuring 24 x 20 x 23 mm (volume: 5.9 cm3). There is no evidence of free fluid in the posterior cul-de-sac. Essure device shown on the right. We did not visualize the device on the left, however the patient underwent hysterosalpingography in this unit in 2017 and the device was visible.; on (B)(6) 2020: uterus in anteverted flexion, presenting normal dimensions, regular contour, heterogeneous texture, 65x42x49mm, vol.: 71 cm3 ee 5mm, in the right myometrial region, small hyper echogenic images suggestive of fragments of essure, without free liquid. Endometrium centered, measuring 5.0 mm thick. Ovary of normal shape, volume, and texture. Right ovary measuring 35x24 mm and left ovary measuring 25x18 mm. Observed in the right myometrial region, intramural, small hyperechoic images suggestive of a fragment of the essure device. [X-ray] on (B)(6) 2020: metallic images in shape projected anterior to the pelvis. Batch no d40621 production date 2014-12-09 expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-jul-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.